Manufacturer narrative:
Pump was received with broken off the reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and cracked select button keypad overlay. Unit was received without the belt clip and no physical damage the whole belt clip base noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's case was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.